Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced episodes of low blood glucose while using the ilet, including insulin delivery continuing around 85 mg/dl and automatic insulin suspension when below 70 mg/dl, with one documented low of 69 mg/dl lasting about 20 minutes; the caregiver also expressed concern that meal insulin amounts appeared high and that the patient often treated anticipated lows near 100 mg/dl. Symptoms included not feeling well during the low. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and education with plans for remote training and physician follow-up regarding potential medication effects on glucose levels. Investigation of this case revealed no device malfunction could be confirmed and the cause of hypoglycemia was unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause and that user education and clinical follow-up were appropriate.